Manufacturer narrative:
The reported event of a loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
During an in-clinic follow-up, loss of capture was noted on the atrial lead. The lead was explanted and replaced to resolve the event. The patient was stable.